Event description:
It was reported that the bd syringe syringe injector without rubber stopper was missing the scale marking. The following information was provided by the initial reporter, translated from chinese to english: when preparing to aspirate the drug, the syringe was found to have no scale, and the drug dosage could not be determined, so it was abandoned.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301940 and lot number 2110222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility; however, none of the retained samples showed any signs of defect. The process used to print the scale on the syringe consists of hot stamping, in which the ink is embedded within the barrel component. For this reported incident to have occurred, an issue with the stamping process must have taken place; however, based on the investigation results, an exact manufacturing related error could not be determined.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe syringe injector without rubber stopper was missing the scale marking. The following information was provided by the initial reporter, translated from chinese to english: when preparing to aspirate the drug, the syringe was found to have no scale, and the drug dosage could not be determined, so it was abandoned.